Event description:
The account reported experiencing difficulty in folding the monofocal intraocular lens (iol) and identified an issue with haptic malformation. It was indicated that the surgery completed in same procedure. The extent of patient contact is unknown. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: aug 19, 2025. Section h3: device evaluated by manufacturer ¿ yes. Device evaluation: visual inspection under magnification was performed and found the lens was stuck in a cartridge. The leading and trailing haptic were observed to be unfolded. The lens was removed from the cartridge and cleaned revealing no issues. No further evaluation was performed. The complaint issue "haptic damaged" was not identified during product evaluation. The observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.